Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the product was damaged. The following information was provided by the initial reporter: material no: 301029 batch no: unknown   it was reported by the consumer hole in the product.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety the product was damaged. The following information was provided by the initial reporter: material no: 301029 batch no: unknown.   It was reported by the consumer hole in the product.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.